Event description:
On (B)(6) 2021, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter returned inaccurate low results compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that the alleged inaccuracy issue occurred on the night of (B)(6) 2021 before the patient went to bed. They claimed they obtained results of ¿78 mg/dl¿, ¿68 mg/dl¿ and ¿72 mg/dl¿ on the subject device. The patient manages their diabetes with oral medication (metformin, steglatro and glimepiride). The patient ate a chocolate bar prior to going to sleep in response to the low results however at 04:13 the patient began to experience ¿sweating, nausea, headache and chest pain¿ so went to the hospital emergency room. On arrival, a blood glucose test was performed on a hospital meter and the result was reported as ¿414 mg/dl¿. The hospital then treated the patient with insulin. At the time of troubleshooting, the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution to conduct a performance test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.